Event description:
This report was received from an ophthalmologist of a woman who underwent a cataract extraction with implantation of the model 920 uv-absorbing silicone iol. Approx one week after surgery, she was noted to have reduced vision of 20/60 with significant wrinkling and opacification of the posterior capsule. No macular edema was seen. The pt will need yag laser to improve her vision. Add'l info is being sought from the physician as to which eye was affected, date of yag laser treatment, other treatment required, final outcome, and is the pt's reduced vision considered to be sight threatening-permanent or temporary.